Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The device remains in the patient. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
The patient called to report a reaction. He had a rotator cuff procedure (B)(6) 2018. 10 days post op the patient had itchy skin and redness along with hives around the neck and shoulder area as well as hands and arms. The patient took antihistamines which kept the hives under control. Approximately a month post-op he also developed an ulcer on the left chest area. The ulcer dried out and healed about three weeks later. Scar tissue remains. The patient saw an allergist took him off the antihistamines for testing which caused the hives to be much worse. He was put back on antihistamines and was sent to a dermatologist. That appointment will be (B)(6) 2019. Additional information obtained (B)(6) 2019: in addition to the symptoms initially reported the patient also has severe itching. The only treatment patient has had to date for his symptoms has been antihistamines. No antibiotics have been prescribed. No cultures have been taken. The only allergic/reaction type issue patient has had in the past was approximately age (B)(6) when he experienced hives while suffering from a severe flu.